Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
A patient with a custom knee prosthesis has been indicated for revision. No revision has been reported to date.

Manufacturer narrative:
No device or photos were returned for evaluation, therefore the condition of the device is unknown. This device is used for treatment. Review of complaint history found no additional related issues for this item, brand name, etc. Without the opportunity to examine the complaint product, root cause cannot be determined with the information provided.